Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) artery with 80% stenosis and moderate tortuosity. The indeflator w/115 rhv was connected to the balloon; however, the seal was not tight and began to suck in air. A second indeflator w/115 rhv was used with the same issue. A third indeflator w/115 rhv was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of priority pack 20/30 w/115 rhv product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier.